Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and boston scientific advantage transvaginal mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent removal of the mesh on (B)(6) 2007 the same day it was implanted due to sling extruded on patient¿s right side (noticed during surgery). The mesh was replaced with advantage.